Event description:
It was reported that a non-serious injury/illness and withdrawal had occurred. The patient was observed to be irritable and cranky and had hypertension on the date of this report. It was then discovered that the low reservoir alarm date was (B)(6) 2013 and there was a prescriber error in refilling the pump on time. The patient may have been without the drug for approximately two days. The pump was promptly refilled. This device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).